Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Reportedly, customer cleaned the speaker holes and cleared the alarm. Additionally, it was reported that an occlusion alarm occurred. A supply change was performed resolving the occlusion. Customer's blood glucose level ranged from 68-138 mg/dl.